Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to corporate product surveillance of a separation that occurred under the drip chamber of the interlink basic solution set while infusing the chemo drug abraxane. The event occurred prior to the abraxane bag being connected to pump while the nurse was hooking it up to the patient. There was no patient injury or medical intervention necessary. No additional information is available.